Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was taken to emergency room and then to intensive care unit due to diabetes ketoacidosis on (B)(6) 2018 with unknown blood glucose level. The customer experienced symptoms such as nausea and vomiting. The customer was treated with intravenous fluid and insulin drip. The insulin pump will not be returned for analysis.